Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to clinic on (B)(6) 2023 with noted damage on the black power cable on their system controller. The system controller was replaced.

Manufacturer narrative:
Section a1: patient identifier corrected. Section d4: model number, catalog number, serial number, lot number, and primary UDI corrected. Section g2: report source corrected. Manufacturer's investigation conclusion: the reported event of damage on the black power cable was unable to be confirmed as no images or files were submitted and no product has been returned for analysis. The provided information indicated the system controller was exchanged. Multiple attempts were made to obtain additional information regarding associated alarms, available log files, and if any product will be returned for evaluation; however, no additional information was provided and to date, no product has been returned for further analysis. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 19nov2018. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.